Manufacturer narrative:
Evaluation: results: ruptured vessel/aneurysm. Ruptured aneurysm. Lot and catalog number unk. Conclusion: ruptured aneurysm. Lot and catalog number unk.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported the pt presented with ruptured abdominal aneurysm. The physician elected to convert the pt to an open surgical repair and explant the stent graft. The stent graft was discarded by the user facility. No add'l clinical sequelae were reported, and the pt is fine.